Event description:
It was reported by a philips bench repair technician (brt) the speaker wires were loose/damaged. It was confirmed the device produced no sound at time of report. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The following functional tests were performed: during testing/troubleshoot, the speaker malfunction error occurred intermittently with loss of sound. Upon inspection, the wire was found to be loose/damaged at the solder point as it would intermittently affect its function to generate an auditory alarm to alert the user of any active alarms. This posed a risk as it can impact the user's ability to attend to active alarms in a timely manner as there was no sound from the speaker. The bench repair technician (brt) replaced main board and speaker. Performed full performance verification test (pvt), all passed. All parameters functional. Verified no malfunction or inop errors occurred. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the main board and speaker. The reported problem was confirmed. After the main board and speak assembly were replaced, the unit returned to specification. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.